Manufacturer narrative:
Gtin is unavailable as the product made prior to compliance date; (B)(4). This device was returned for service, however did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that the flex circuit showed corrosion and the thermistor had intermittent failure / damage. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to immersion during cleaning which is improper cleaning. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during service and repair/pre-testing, it was observed that the motor device displayed an e6 error code. The event was not related to surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.